Manufacturer narrative:
Continued from b2, outcome attributed to adverse event: additional information regarding the outcome has been requested, but is not currently available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while doing a distal anastomosis, the octopus evolution tissue stabilizer spontaneously lost suction, causing the heart to drop while surgeon was tying sutures. This nearly caused one of the bypass grafts to not be usable. The use of the device was unspecified. There were no patient complications reported.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no damage noted to the device. To the customer's knowledge there were no adverse patient effects or complications however it was considered serious due to the potential compromise to the anastomosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.